Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and visually inspected. Visual inspection revealed that one of the silicone dams, the dam with a hole located on the top, was missing. The missing dam was not returned for evaluation but a photo of the dam was received confirming that it was not left in the patient. The compliant can be confirmed. This is an indication of excess force being applied to pass instruments through the cannula. No information on what instruments were passed through the cannula was available. This failure can be attributed to user technique. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one similar complaint for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email a cannula for shoulder arthroscopy portal is used, an inner membrane of the cannula (cod. 214120), which is to contain the water in the joint, came off. There was no damage to the patient. The surgeon kept using the same cannula. He could remove the inner membrane, just lost a little bit more water, but could remove it and complete the procedure without problems. There was no delay in the procedure due the event. The product of this complaint is available to be returned. This is the second event regarding the same product and surgeon. As it happened in a different procedure, with another patient, we registered this second complaint.